Event description:
It was reported that patient had two times piccs inserted, both has flicked up and kinked. Inserted under fluoro deep in to right atrium. PICC team noticed increased incidence of this happening and wanted to report. Device still in patient but available for return. PICC to be remove and replace with new device. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause is unknown. Two radiographic images of a catheter in use were provided for evaluation. The first x-ray image is labeled ¿supine right¿ with the text ¿4f single lumen bard solo 38 cm internal length 40 cm total length¿. The catheter appears to be right in the right arm of the patient. The presence of kinks could not be clearly discerned from the image. The second x-ray image appears to show the same patient with the catheter. Two arrows are drawn to what appears to be a kinked region in the catheter and a curved region in the catheter. Based on the description of the reported event and x-ray images provided, possible contributing factors include weakened material due to flexural fatigue, placement location, securement technique, and patient anatomical features. Since a kink was observed to be present on the catheter tubing, the complaint is confirmed but the exact cause remains unknown. H3 other text: evaluation findings are in section h.11.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that patient had two times piccs inserted, both has flicked up and kinked. Inserted under fluoro deep in to right atrium. PICC team noticed increased incidence of this happening and wanted to report. Device still in patient but available for return. PICC to be remove and replace with new device. It was reported this occurred with two devices. This report addresses the first device.